Manufacturer narrative:
Results pending the investigation completion.

Event description:
The customer reported that a patient presented to the clinic on (B)(6) 2019 and an hcg test was given. The cassette was read at 3 minutes and a false negative result occurred. The customer did look at the cassette result again and read a positive result. [The package insert indicates to read the result at 3-4 minutes. Do not interpret results after the appropriate read time]. The patient had an iud which was placed at an unknown time before arrival. Confirmatory testing at a lab the same day had positive results, serum beta quant = 65 miu/ml. Although requested, no further information has been received.

Manufacturer narrative:
Correction: initial MDR had adverse event checked, now considered product problem only. This is a result of obtaining medical input that determined that there was no relationship of the device to the reported injury. Initial MDR had life threatening checked, event no longer considered life threatening. This is a result of obtaining medical input that determined that there was no relationship of the device to the reported injury. Malfunction checked off, no longer considered a serious injury. This is a result of obtaining medical input that determined that there was no relationship of the device to the reported injury. Additional information: the customer reported that a patient presented to the clinic for her annual appointment on (B)(6) 2019 and an hcg test was given. The cassette was read at 3 minutes and a false negative result occurred. The customer looked at the cassette result again reading a positive result after 6-8 minutes. Confirmatory testing at a lab the same day had positive results, serum beta quant = 65 miu/ml. Mirena iud was removed based on the negative urine test result and the patient's desire to conceive. The patient's iud was initially inserted in (B)(6) of 2015 and last menstrual period is unknown. The package insert indicates to read the result at 3-4 minutes. Do not interpret results after the appropriate read time. The serial hcg results decreased after the removal of the iud and patient was no longer pregnant.. Date of test (B)(6) 2019 medline hcg urine cassette negative result at 3 minutes, turned positive result at 6-8 minutes. Lab result @1610 beta hcg was 65miu/ml. Unknown dates: serial hcg's performed with no specific data received although confirmed patient not pregnant. (B)(6). UDI # (B)(4). Product arrived 12/05/2019 (B)(6).

Event description:
The customer reported that a patient presented to the clinic for her annual appointment on (B)(6) 2019 and an hcg test was given. The cassette was read at 3 minutes and a false negative result occurred. The customer looked at the cassette result again reading a positive result after 6-8 minutes. Confirmatory testing at a lab the same day had positive results, serum beta quant = 65 miu/ml. Mirena iud was removed based on the negative urine test result and the patient's desire to conceive. The patient's iud was initially inserted in (B)(6) of 2015 and last menstrual period is unknown. The package insert indicates to read the result at 3-4 minutes. Do not interpret results after the appropriate read time. The serial hcg results decreased after the removal of the iud and patient was no longer pregnant.

Manufacturer narrative:
Additional information: section h6: method code 4101 added. Result code 213 added. Conclusion code 67 added. Investigation conclusion: an investigation was performed on retention and returned devices from the reported lot number. Retention and returned devices were tested with qc cut-off standard (25 miu/ml) and results were read at 3 minutes. All devices produced expected positive results. No false negative results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined based on the available information. The serum concentration was determined to be 65 miu/ml but the urine concentration was not measured. Hcg concentrations present in urine and serum samples from the same patient may not be equivalent. It was reported that the test was positive at 6-8 minutes. Positive results seen after the read time may be an indication of low levels of hcg in the sample; however, the test should be read at the stated read time. Per the package insert: read the result at 3-4 minutes. A sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region after an extended period of time. A line in the test region seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Additionally, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.